Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the grip cable was frayed. The frayed cable sections were in various lengths and stuck out at the wrist. The idler pulley exhibited pulley rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure the prograsp forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.